Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock for an episode in the ventricular fibrillation (vf) zone. Supra ventricular tachycardia (svt) with rapid ventricular response (rvr) is suspected. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).